Event description:
The customer reported that they have discarded a unit of plasma derived from whole blooddue to a red tinge they believe is due to hemolysis. The hemolysis was noted post-filtration.there was not a transfusion recipient or patient involved at the time of the whole bloodprocessing for plasma units, therefore no patient information is reasonably known at the time ofthe event.this report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the disposable set was received for evaluation. Samples taken from the returned set were used for hemolysis testing. Hemolysis testing was performed on the cationized and super-cationized membranes, with hemolysis found. Reserve samples for this lot were visually examined, and the solution volume and solution composition were tested, with no abnormalities noted. The manufacturing and testing records were reviewed. The lot conformed to all specifications. Root cause: a definitive root cause could not be determined. It is possible that the cationization levels of the filters is causing the hemolysis. Hemolysis can also be caused by the following:-characteristics of blood, e.g. Red blood cell fragility-bacterial contamination-excessive cooling-filter clogging - the presence of blood aggregation can increase the risk of filter blockage corrective action: an upper limit of the average cationization level has been established and implemented in lots now being manufactured.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided